Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 4.1 and 4.2 drawer failed, and it was unable to recover. The field service engineer (fse) resolved the issue by replacing the drawer controller card on main drawer 4.2. The fse tested the system in the medication application and the hardware test application (hta) alongside the customer, confirming that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main 4.1 and 4.2 drawers are failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.